Manufacturer narrative:
(B)(4). Device was not available for return. A batch record review for referenced lot #3352500000 was performed and it did not indicate any atypical issues during production and no ncrs were noted. All units undergo 100 % mechanical tensile testing and visual inspection to wings for cracks and breaks per our mel-100232 for test acceptance criteria developed and provided by teleflex. Units that fail are scrapped and passing units are accepted. Whereas there was no device available for return our mel-100232 for test acceptance criteria developed and provided by teleflex. Units that fail test are scrapped and passing units are accepted. Whereas there was no device available for return evaluation, this complaint is deemed neither verified or valid and cannot be confirmed.

Event description:
The plastic "v" at the bottom pf the device became detached while inside of patient. Additional information: yes, it did fall inside the patient but was retrieved at the time without incident.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The plastic "v" at the bottom pf the device became detached while inside of patient. Additional information: yes, it did fall inside the patient but was retrieved at the time without incident.